Event description:
It was reported this was an arteriotomy closure of a calcified and tortuous right common femoral artery using the pre-close technique via a 7f sheath hole prior to a transcatheter aortic valve repair (tavr) procedure. Reportedly, due to the patient anatomy, the prostyle device was unable to advance and the sheath became bent. The device was removed and replaced with anatomy prostyle device. However, after insertion, no blood was seen coming out of the marker lumen. The device was removed and one new prostyle device was successfully pre-placed. The sheath was upsized to 18f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle device. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to an obstruction of flow include, but not limited to under insertion, clogged marker port/ lumen or improper insertion angle. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. D4: a partial UDI was provided as the lot number is not known. The additional device referenced in b5 is being filed under a separate medwatch report.